Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event on june 02, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on an unknown date. It was reported a colorectal surgeon had to repair a fistula caused by spaceoar. The patient's condition was reported as unknown. No further information has been obtained despite good faith efforts.